Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that detached rubber sleeve was found during use with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, "some rubber sleeves were detached."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve fall off with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to sleeve fall off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that detached rubber sleeve was found during use with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, "some rubber sleeves were detached."